Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented at one day post op with diffuse lamellar keratitis (dlk). The dlk developed into central toxic keratopathy (ctk) 3 days post op with some striae. Doctor believes due to some panus and blood vessels in that area and being a long time contact lens (cl) user may have contributed. Pred forte with artificial tears were prescribed post op and then switched to durezol once day. No non-steroidal anti-inflammatory drugs (nsaids) were given. Uncorrected visual acuity (ucva) 20/40.